Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) and patient reported through a manufacturer representative that the patient experienced an infection at the implantable neurostimulator (ins) site. It was further reported the patient experienced drainage and incisional wound opening at the device pocket that was associated with the event. The patient was hospitalized to undergo a lavage of the incision/ins site at the time of report and it was unknown whether the issue was resolved at that time. It was unknown whether any external factors had led or contributed to the issue. No further complications were reported or anticipated.